Event description:
The account reported that during a polypectomy, a pt's bowel was perforated. The settings were cut 200 watts, effect 3 and coagulation 30 watts. Surgery was required to repair the bowel and the pt is now fine.